Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia above 400 mg/dl, disconnected from the ilet briefly to administer a fast-acting insulin injection, then reconnected and subsequently developed hypoglycemia with fingerstick readings down to 40¿53 mg/dl while the ilet and cgm were reading persistently low. Symptoms included hypoglycemia with impaired responsiveness and inability to take oral carbohydrates, necessitating caregiver-administered glucose and juice. Outcomes included non-serious injury requiring caregiver assistance and guidance to contact healthcare providers, with no hospitalization. Investigation included customer support review, cgm calibration assistance, verification of insulin on board as 0 units, visual confirmation of a full cartridge, and counseling on disconnecting from the ilet for at least two hours after manual insulin to prevent additional dosing. Investigation of this case revealed discordance between cgm and fingerstick values followed by convergence to low readings, unclear insulin exposure given prior manual dosing, and no evidence of pump delivery during the low, leaving the cause of the glycemic excursion unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.